Event description:
It was reported that, "went in to remove the screw, tip of screw was sitting proud, and when trying to remove, the top rotating part came off and left the distal threads in there. Screwed it through the other side of the bone and got it out."

Manufacturer narrative:
Device not returned for investigation - discarded. Analysis of past complaints and review of manufacturing records in process.